Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one reservoir cassette was received in used condition. One (1) customer image was returned showing the location of the hair circled in black, located inside of the cassette housing. As received, a strand of hair was observed inside of the cassette housing. Upon further inspection, the hair strand was found to be within the cassette bag (in the fluid path). The complaint was confirmed however the root cause is unknown, and the issue escalated for further investigation. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette contained what appears to be a ¿hair¿ or piece of something contained within the sealed bag. There was no patient involvement.